Manufacturer narrative:
Intuitive surgical inc. (Isi) received the patient side manipulator (psm) for failure analysis investigation. The psm was analyzed and the reported error 23013 was confirmed and replicated. In the system logs, the error 23013 was observed along with error 23008, indicating a pot-to-encoder mismatch in the psm, specifically on axis 7. When the psm was installed onto the golden system, error 23013 was again triggered at startup, also pointing to axis 7. Due to the presence of these errors, further functional testing could not be performed. A subsequent visual inspection revealed no abnormalities related to the event. The probable root cause is attributed to sensor errors from a faulty wrist roll motor and wrist roll potentiometer board located on psm. It can be resolved by replacing the psm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side manipulator (psm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had error 23013 after powered on and psm#1 showed yellow. Site tried power cycle with emergency power off (epo) but issue persisted. Technical support engineer (tse) guided customer disabled psm#1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. The system did not power on without errors. The site contacted the representative for troubleshooting and was successfully completed. The patient side manipulator 1 was replaced. The procedure was competed with the help of psm 2 and psm 3. There was no injury to the patient. The surgeon discontinued the use of the arm. The surgery was completed with 3 arms.